Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch select simple meter displayed inaccurately low results compared to another meter. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the issue started at 8 am on (B)(6) 2019, he obtained an alleged inaccurately low blood glucose result of ¿126 mg/dl¿ on the subject meter. The patient was comparing the result to a result of ¿700 mg/dl¿ on a health care meter. The tests were performed greater than 30 minutes of each other. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that he manages his diabetes with insulin (self-adjuster), and that in response to the alleged inaccurate high result he took a decreased amount of medication. The patient alleged that 5 hours after the start of the issue he developed symptoms of ¿felt eyes big, heavy, dizziness and felt weak¿. The patient reported that at 3 pm the emergency services were called and the result of ¿700 mg/l¿ was obtained, which the emergency services treated an unknown dose of insulin. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began, and there is insufficient information to rule out the contribution of the subject meter to the event.